Manufacturer narrative:
It was reported that the patient uses a catheter for chronic urinary retention and due to urine leakage and decreased urinary output the patient's catheter has been required to be changed. The catheter was inserted on (B)(6) 2020 and on (B)(6) 2020 the patients caregiver reported that the catheter continues to clog despite flushing every 12hrs, the patient's rn case manager replaced the catheter on (B)(6) 2020 without further incident. The actual sample was disposed of and is not available to be returned for evaluation. There is no additional information available. Due to the reported incident, this medwatch is being filed. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
It was reported that a patient was experiencing urine leakage while using a catheter requiring the catheter to be replaced.